Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy in a patient with poor lv (left ventricle) and bypass, the console was put on internal trigger during bypass then when the customer had an electrocardiogram (ECG), put onto ECG trigger & augmentation increased. The console generated a catheter restriction alarm and blood was seen in the balloon. There was no reported injury to the patient.

Manufacturer narrative:
Date of event: (B)(6) 2019. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy in a patient with poor lv (left ventricle) and bypass, the console was put on internal trigger during bypass then when the customer had an electrocardiogram (ECG), put onto ECG trigger & augmentation increased. The console generated a catheter restriction alarm and blood was seen in the balloon. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon (iab) therapy in a patient with poor lv (left ventricle) and bypass, the console was put on internal trigger during bypass then when the customer had an electrocardiogram (ECG), put onto ECG trigger & augmentation increased. The console generated a catheter restriction alarm and blood was seen in the balloon. There was no reported injury to the patient.

Manufacturer narrative:
The type of penetration leak was from changed: the evaluation confirms the reported leak, which appears to have been caused by a sharp object. However, we are unable to determine when this may have occurred. To: the reported problem was most likely triggered by a leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta.

Manufacturer narrative:
Serial #: (B)(4). The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. The extender tubing was also returned. No kinks were observed. An underwater leak test of the balloon, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1.3cm from the iab rear seal and measuring 0.076cm in length. The evaluation confirms the reported leak, which appears to have been caused by a sharp object. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy in a patient with poor lv (left ventricle) and bypass, the console was put on internal trigger during bypass then when the customer had an electrocardiogram (ECG), put onto ECG trigger & augmentation increased. The console generated a catheter restriction alarm and blood was seen in the balloon. There was no reported injury to the patient.